Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor, sensor error, and issues with their sensor and blood glucose readings. The customer states their sensor reading was 58mg/dl, but there blood glucose level was actually 179mg/dl. The customer states the device went into threshold suspend. Troubleshoot was conducted. The customer is being sent replacement sensor. The customer declined to troubleshoot for lost sensor and sensor error.